Event description:
It was reported that during a mildly tortuous, moderately calcified, 80% re-stenosed unknown bare metal stent, mid right coronary artery intervention, a 3.0x8mm nc trek balloon dilatation catheter was inflated to 12 atmospheres (atm) for 20 seconds. On the second inflation, the balloon was pressurized to 14 atm for 20 seconds and ruptured. There was no resistance met on advancement or removal of the device from the anatomy. A new nc trek 3.0x8mm bdc was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in procedure. There was no additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: guide wire: fielder fc; guide catheter: radiguide 6f jr 3.5. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.